Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged sinusitis, cough, headaches and sore throat. There was no report of serious patient harm or injury. There was no medical intervention was required by the patient. The device was returned to a third-party service center for investigation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer and 176 errors were found. The manufacturer concludes that no visible foam degradation was found and could not confirm customer's complaint. The device was scrapped.